Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, one device leaked from a cracked luer onto the patient's hand and on healthcare worker clothes. There was no other health impact or consequences reported.